Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported patient may have developed a ¿response from itching because more palpable lumps are deeper¿ after injection with 3 syringes of juvéderm vollure¿ xc and 1 syringe of juvéderm volbella® xc. It was also reported patient has ¿small red areas¿ that are ¿filler¿ too. Injection sites were noted as ¿commissures, perioral fine lines, jawline, and bunny line of nose,¿ but specific sites were not reported for each product. Symptoms occurred approximately 2 months post injection. Shortly after symptoms occurred, patient was treated with vitrase; 4 days later, another treatment of vitrase was given. 3 days later, a pin prick excision was performed and a slight flowing substance was extracted. Symptoms have not resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00173 (allergan (B)(4)). This MDR is being submitted for juvéderm vollure¿ xc.